Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (luer lock) issue. The reporter stated that the luer lock disconnected unintentionally. The patient reported experiencing elevated blood glucose (bg) up to 390 mg/dl with no reported signs or symptoms of hyperglycemia. The reporter could not identify if the luer lock connection was damaged or if the tubing was overly tightened. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the alleged luer lock connection issue.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.